Event description:
Taken from the surgeon's report: "for this reason it was elected to divide the cystic duct using an endo-gia stapling device. It was deemed far too large for normal surgical clips. The gallstones impacted in the cystic duct were then milked distally into the fundus of the gallbladder. A 30-mm endo-gia was then placed over the cystic duct and fired. It misfired and many misshapen staples were left in place, but the lumen was clearly left open. It was unclear whether it misfired because of a technical problem with the stapler itself or whether a retained stone in that area had interfered with the mechanism. Nonetheless, we were left with a large, open, massively dilated and inflamed cystic duct. For this reason it was elected to oversew the end of the duct with a pds suture. A 4-0 pds suture was then used to sew the open end of the bile duct closed."